Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device currently implanted in patient.

Event description:
The event described in this complaint is a result of the events described in 0008031020-2022-00280 and 0008031020-2022-00393. Revision surgery will be required due to non-union.